Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient told this reporter that the implantable neurostimulator (ins) sometimes just turns off and he has to have it turned on in the clinic. The patient told this reporter he went to the clinic to have the ins turned on today, but hcp (healthcare provider) was out of town and the clinic redirected him to the e.r., where the reporter is a doctor. The reason for the call was to page field staff to turn the ins on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2005, product type lead product ID 435135, serial # (B)(4), implanted: (B)(6) 2005, product type lead. (B)(4).